Event description:
It was reported that the controller's clock was not set when the patient was admitted. No external power was noted in the history, but no pump stop was confirmed. The log files contained multiple pulsatility index events throughout the history that could have overwritten the event that caused the controller clock to reset. However, the clock not set was an indicative of losing external power and emergency backup battery depletion that could cause the pump to stop until connected to a power source. No symptoms were identified, and no treatment was rendered. Pump MFR # 2916596-2022-14778.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was able to be confirmed. There were no no external power alarms active in the log file; however, the backup battery use count increase and the clock resetting is indicative that a no external power alarms had occurred. The heartmate 3 system controller (serial number: (B)(4)) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 2 days ((B)(6) 2022 per timestamp). There were no notable alarms active in the log file. Pump operation was not affected. The periodic log file was also submitted for review. A review of the submitted log files showed events spanning approximately 256 days ((B)(6) 2022, (B)(6) 2022, (B)(6) 2022 per timestamp). Events captured on (B)(6) "2000" ¿ (B)(6) 2000 took place when the clock was not set; therefore, the exact dates and times of the events were unable to be accurately recorded. The backup battery use count increased from 40 to 42 between (B)(6) 2022 and the clock was reset between these dates. The clock reset indicates that the backup battery was fully depleted during a no external power event. There were no other notable alarms active in the log file. The pump operation was not shown during the events, therefore it is unable to be determined that the pump operation was affected during the alarms; however, fully depleting the backup battery may result in a pump stop. Additional information provided on 18oct2022 stated that the cause of the no external power was not identified, and the pump stop was unable to be confirmed. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(4)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate iii instructions for use (IFU) section 3 ¿ ¿powering the system¿ and the heartmate iii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly use the 14v battery clips and 14v li-ion batteries. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.